Event description:
It was initially reported by the nurse that she noticed high impedance on the pt when she did system diagnostics tests. Normal mode diagnostics showed everything within normal limits. Pt's device was turned off and pt was referred to surgeon for a possible revision surgery. Good faith attempts to obtain additional info has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.